Event description:
The customer contact reported device breakage. The primary tubing set was to be used to deliver an unspecified medication via a gemstar pump. At an unspecified time, the secure lock male adapter of the primary tubing set was connected to the female adapter of an unspecified three-way connector. At an unspecified time, the customer contact reported that the secure lock male adapter broke and obstructed the three-way connector. No specific event details were provided. Although there was potential for a leak, no leakage was reported. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the devices was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.